Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, and the following was obtained: could you please confirm the quantity of clips that did not hold to the suture during use on the patient? Please specify quantity and lot number. 6 clips did not hold to the suture. Lot numbers: rh8cmgq0 and rhbbwbq0. Could you please confirm quantity of devices that did not hold to the suture before use on the patient (for example during dispensing from clip bank)? Please specify quantity and lot number. 11 clips did not hold to the suture before use on the patient. Lot numbers: rh8cmgq0 and rhbbwbq0. Were there any patient consequences? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2022-00315, 2210968-2022-00316, 2210968-2022-00317, 2210968-2022-00318, 2210968-2022-00319.

Event description:
It was reported that a patient underwent a liver resection procedure on (B)(6) 2021 and clips suture were used. During the procedure, the clips do not hold on to the thread or do not hold in the jaws of the clip pliers and therefore often fall out or cannot be removed correctly from the clip bank. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/23/2022 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h4, d4 h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that mic4036 reload (a) was returned with no apparent damaged and it was received empty with 6 loose clips. In addition, a top foil was received along with the reload. The clips were visually inspected and no defects were observed. The clips were manually loaded on a test device for their functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed six clips as intended. The clips were formed as intended and conformed to our manufacturing requirements. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. The event described could not be confirmed as the clips were received loose and performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.,according to the information received, the mic4036 reload clip hold error. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that mic4036 reload (b) was returned with no apparent damaged and it was received empty with 6 loose clips. In addition, a top foil was received along with the reload. The clips were visually inspected and no defects were observed. The clips were manually loaded on a test device for their functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed six clips as intended. The clips were formed as intended and conformed to our manufacturing requirements. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. The event described could not be confirmed as the clips were received loose and performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.,according to the information received, the mic4036 reload clip hold error. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples revealed that mic4036 reload (c) was returned with no apparent damaged and it was received empty with 6 loose clips. In addition, a top foil was received along with the reload. The clips were visually inspected and no defects were observed only one clip was received closed. The clips were manually loaded on a test device for their functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed five clips as intended. The clips were formed as intended and conformed to our manufacturing requirements. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. The event described could not be confirmed as the clips were received loose and performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.